Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause of the reported issue could not be determined, the suggested event most likely occurred due to a high-energy treatment device that was used without ensuring sufficient distance from the tip. Moreover, the endo therapy accessories may have welded to the distal end of the scope. The event can be detected/prevented by following the instructions for use in: 3.2 inspection of the endoscope. 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a peeled adhesive around light guide lens and burnt plastic distal end cover and forceps elevator. There was no patient involvement.